Manufacturer narrative:
Product analysis: analysis confirmed the stated reason for return of the stylus being unable to be calibrated and added that it was due to a generated error at start-up. After reseating and cleaning the connector calibration was possible. Errors were found in the update history, the bezel had minor damage (considered as acceptable), the touch screen parameters were reset and the touch screen calibrated, new software was installed and the device was cleaned. It then passed its electrical safety as well as all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus touch pen was unable to be calibrated. The programmer has not been received into service. There was no patient involvement. It was further reported that the product had been returned to service.